Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that about three months post implant the patient was seen in the clinic. The physician noticed that the patient¿s device optivol was not elevated when the patient¿s physical exam indicted that the patient was retaining fluid (wet lungs and weight gain). The patient returned to the clinic a week later to have their optivol status rechecked. The patient¿s device again reported a normal optivol index and an actual rise in their raw thoracic impedance. It was noted that the physician was wondering why the optivol data is not correlating to the patient¿s symptoms. The patient was admitted to the hospital due to difficulty breathing and feeling as if they were choking. The physician was now thinking the patient might also have pneumonia. Additionally, it was reported that since implant the rv (right ventricular) coil impedance on the right ventricular (rv) lead and optivol trends have been slowly rising. However, once the patient was admitted to the hospital they found out the patient had an obstruction in their lungs. The physician now believes that is what was causing the patient¿s symptoms verses being wet, which they initially thought was happening. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.